Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this implantable cardioverter defibrillator (serial number unknown) and competitor right ventricular defibrillation lead exhibited abnormal and unexpected elevated impedance measurements. The pacing system may be evaluated in the near future. No adverse patient effects were reported.